Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had an unresponsive keypad. The blood glucose reading was 360 mg/dl. The customer's daughter stated that the insulin pump was unable to deliver a bolus or go back to the main menu. She stated that the customer attempted to treat the high blood glucose with a bolus using the insulin pump, but was unable to, and treated with a manual injection instead. The caller stated that the button presses were not being recognized, but the main menu, status, and sensor graph were responding to button presses. No significant events leading to the keypad issues were observed. Troubleshooting was discontinued, as the customer had the block feature activated. The caller was assisted with turning off the block feature and she stated the device worked as designed. The device also had a low battery without any alert alarming. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.